Event description:
There were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion (bd) error. Technical services (ts) reviewed the data and recommended replacement. This device remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
There were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion (bd) error. Technical services (ts) reviewed the data and recommended replacement. This device remains in service. No adverse patient effects were reported.